Event description:
As reported by the field clinical specialist, the patient is an (B)(6) year-old male with a relevant medical history of severe aortic stenosis (as) and an ejection fraction (ef) of 15%. The procedure was performed via left transfemoral access for aortic valve implantation using a sapien 3 ultra resilia (s3ur) valve, size 29 mm. The valve was not successfully implanted. During the procedure, difficulty was encountered while tracking the sheath through an endologix abdominal aortic aneurysm (aaa) endograft. Despite precautions to ensure the wire was not behind the struts, the sheath appeared to get caught on the distal iliac limb of the aaa device. Push force and torque were applied to advance the sheath. After balloon aortic valvuloplasty (bav) with 20 mm balloons, attempts were made to advance the sapien 3 valve through the sheath, but it became hung up mid-limb of the aaa device. Viperslide was added to the side port, but this did not resolve the issue. The valve exhibited a bent tyne, and the sheath was torn. The device was left in the sheath and removed as a single unit. The procedure was aborted to avoid further risk to the patient. No injury was reported, and the patient was in stable condition at the end of the procedure. The edwards device was not returned as the team indicated they understood the cause of the issue. The perceived root cause was identified as mechanical interference between the sheath and the endologix aaa endograft, likely resulting in the sheath tearing due to resistance while tracking through the graft. No supporting images, videos, or records were available. Upon follow up, the fcs advised that there were no issues reported during the crimping phase, and the loader was fully inserted with a non-steep angle of insertion. The delivery system and valve did not exit the sheath tip, and no additional interventions were required. The 3mensio report indicates moderate tortuosity with an aaa endograft; calcification details were not available, and the minimum luminal diameter is referenced in the 3mensio report. The liner issue occurred during device insertion through the esheath, with damage located on the partially expandable portion, as shown in the provided images. No difficulty was encountered during esheath removal. Additionally, a bent tyne was observed on the valve, and images of the damage are available.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on imagery provided. Available information suggests patient factors (tortuosity) and/or procedural factors (high push force) likely contributed to the event as reported 'attempts were made to advance the sapien 3 valve through the sheath, but it became hung up mid-limb of the aaa device' and 'a bent tyne was observed on the valve'. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.